Event description:
It was reported the patient was receiving a prophylactic battery replacement. Clinic notes of the patient were received a reviewed. It was indicated that the patient¿s medication was decreased and patient was having an increase in seizures, however there was no indication the increase in seizures was related to vns. It was indicated that the patient would be receiving an upgrade to a newer model which would require the lead to be replaced as well. Implant card was received confirming the full revision of the patient due to prophylactic battery change and lead revision so it would be compatible with the new generator. Both the generator and lead were received into pa. An analysis was performed on the returned lead portion. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer and both inner silicone tubes, and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the inner tubing openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is evidence of inner tubing openings in the returned portion of the device. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis for the returned generator was performed. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. No additional relevant information has been received to date.

Event description:
The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release.